Event description:
The customer reported that a piece was missing in the reservoir compartment where the reservoir screws in. The customer's blood glucose level was not known. She also stated that when she would enter in her carbohydrates, it would tell her the amount of insulin she would need, and when she pressed the act button, the insulin pump would go back to the home screen without delivering the correction. The customer stated she would have to manually enter the units of insulin and it would deliver that way.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
The insulin pump had a cracked case at a display window corner, broken reservoir tube lip, minor scratches on the display window, a stained end cap sticker and cracked battery tube threads. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test.